Event description:
It was reported that during a clinic visit, the health care professional (hcp) suspected the patient with this implantable cardioverter defibrillator (ICD) to have experienced pulseless electrical activity (pea). The hcp called technical services (ts) for further review of the presenting electrogram (egm). Upon review, right atrial (ra) far field oversensing which led to inappropriate atrial tachy response (atr) was observed, however, no ventricular events were recorded on the device. The presenting egm showed the device appeared to be functioning as programmed. Ts discussed possible programming optimizations with the hcp. Subsequently, the patient and ICD system were evaluated by the physician at a follow up visit. The physician was unable to find the cause of the oversensing and there were no additional issues reported. The physician will continue with monitoring at this time. No adverse patient effects were reported. The device remains in service.